Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is likely that the reported event was due to force exerted on the cannula tip from instrumentation used during the procedure.

Event description:
Procedure performed: lap rectosigmoidectomy. Event description: I received an email today from the pharmacist explaining that a surgeon has had an incident with a trocar ctf73: the trocar broke in the abdomen of the patient without any apparent reason. The broken piece has been retrieved and the device is available for investigation at the pharmacy. Additional information received by applied medical representative via email on 10jan23: trocar did not break during insertion but during the procedure. Additional information received by applied medical representative on 18jan23 via email: the distal part of the trocar sleeve which is broken. Intervention: the broken piece has been retrieved. Patient status: no patient injury has been reported.

Event description:
Procedure performed: lap rectosigmoidectomy. Event description: I received an email today from the pharmacist explaining that a surgeon has had an incident with a trocar ctf73: the trocar broke in the abdomen of the patient without any apparent reason. The broken piece has been retrieved and the device is available for investigation at the pharmacy. Additional information received by applied medical representative via email on 10jan23: trocar did not break during insertion but during the procedure. Additional information received by applied medical representative on 18jan23 via email: the distal part of the trocar sleeve which is broken. Intervention: the broken piece has been retrieved patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.